Manufacturer narrative:
During the surgery, the two distal ends of the leads were left implanted after breaking off during surgery. Additional surgical intervention may take place to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during surgery on (B)(6) 2025 (related manufacturer reference number 1627487-2025-03367), the 2 distal ends of the leads were left implanted after breaking off during surgery. Additional surgical intervention may take place to address the issue.